Manufacturer narrative:
(B)(4). The sample is unavailable. A 510(k) number will not be provided in the MDR as the product code and lot are unknown; if additional information becomes available, this information will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4).this complaint is for a report of a system error 2240 during the dwell stage. The disposable set was not returned to baxter and there was no report of use error or issues that might have caused the alarm. The lot number was not provided, so no batch review could be performed. Therefore, the root cause was not determined.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during initial drain on the home choice (hc). The technical service representative (tsr) instructed the registered nurse (rn) to cycle the power on the machine to clear the se 2367, ending therapy. The rn stated she noticed air in the patient line, but another rn assisted the home patient (hp) with connecting to the machine that night so she was not sure if the patient line had been primed properly. The technical service representative (tsr) advised the rn that the hp would have to start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.